Manufacturer narrative:
Concomitant medical product: 5568-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing in the form of non-sustained ventricular tachycardia episodes, as well as rising pacing impedances. A lead fracture was suspected. The lead was programmed off, and the pace/ sense portion of the lead was later capped, and a new pace/ sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.